Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, and the trunk's cable p702 connector became unplugged from the j702 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the device was unable to power on with the belt connected.